Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bilateral oopherectomy, the device was fired properly with the initial reload and 2 subsequent reloads. On the 3rd reload, the device fired as normal, but when the surgeon opened the device, the handles separated as expected, but the jaws of the device would not release tissue. The tissue eventually worked loose, but the device could not be pried open with forceps, either. It was not noted how the case was completed. Pt consequence is unk.